Event description:
It was reported that a linx device was explanted a couple of weeks ago. No further information was provided to the sales rep.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Exact dates are unknown. Implant was performed in 2019. Explant was performed "approx. 3 weeks ago" from additional information received on may 19, 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: on what date did the implant take place? Sometime in 2019. On what date did the explant take place? Approx. 3 weeks ago. What is the product code? Don¿t know. Lot #? Don¿t have. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. No. Is the patient currently taking currently taking steroids / immunosuppressive drugs? No did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No was there any hiatal or crural repair done at the same time as the implant? Most likely was mesh used at time of implant? Don¿t know. What was the reason for removal of the linx device? Severe epigastric pain. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? Yes, surgeon did a toupet and the patient is doing well. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.